Event description:
A report was received that the patient was experiencing discomfort at the pocket and lead sites and felt dizzy when the device was turned on. X-ray confirmed lead migration. The physician believed that lead migration was causing the patient¿s symptoms. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.